Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had outflow graft thrombus on a routine computed topography (CT) scan. No abnormal pump parameters or hemodynamic compromise was observed. No log files were available for evaluation. The site noted that there were no changes to patient condition or anticoagulation status that may have contributed. The patient had previously had a CT in (B)(6) 2019 that did not show any signs of outflow obstruction. The patient then transferred their care to another center until they returned in (B)(6) 2024. On (B)(6) 2024 an abdominal CT performed for reasons unrelated to the patients left ventricular assist device (lvad) care was performed which found thrombus associated with the left ventricular assist device outflow cannula. At this time the patient had no symptoms, and the patients lvad parameters were unchanged and no associated alarms occurred. On (B)(6) 2024 a coronary CT showed thrombus within the proximal half of the lvad to aortic graft with maximum stenosis up to 80%. No obvious thrombus within the intracardiac pump were found. On (B)(6) 2024 a further coronary CT reported ¿organized, hypodense material within the proximal half of the lvad outflow cannula with moderate to severe stenosis, which was noted to be similar to what as previously seen on prior (B)(6) CT. A further CT on (B)(6) 2025 reported ¿organized, hypodense material (likely thrombus) within the proximal half of the lvad outflow cannula with moderate to severe stenosis, similar to the scan in (B)(6). The patient still had no symptoms or lvad parameter changes at this time. The patient was noted to be continuing their medication regiment of eliquis and asprin 81mg daily. The site noted that in (B)(6) the patient moved another state and had not yet connected with a ventricular assist device (vad) center in their new state. The patient requested medication refills in (B)(6), however did not return for a repeat CT.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation, as no images were submitted for review. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), with no further related events reported. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.